Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the insulin pump had motor error alarm. Customer¿s blood glucose was unknown at the time of incident. Drive support cap was flush. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, basic occlusion test, occlusion test, prime test, rewind test and excessive no delivery test. Motor passed motor test. No motor error alarm noted. Drive support disk was inspected and no anomaly was noted.